Manufacturer narrative:
Initial.

Event description:
It was reported that a new user experienced a low blood glucose event after an announced lunch while using the ilet system integrated with a dexcom g7 cgm; the patient paused the pump when glucose was trending low, received education that pausing prevents the pump from learning and adjusting corrections, and was advised to allow the system to detect and respond before treating. Symptoms included hypoglycemia with a lowest cgm value of 68 mg/dl and a duration of approximately 20 minutes. Outcomes included the need for oral glucose treatment, with the patient ingesting 15 grams of carbohydrates. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a specific device problem or component involvement, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.